Manufacturer narrative:
In regard to this complaint, logfiles and a picture were provided for review and a pump module was provided for investigation. Review of the logfiles and picture confirmed the occurrence of the reported pum71 error message. The complaint could not be reproduced during investigation of the returned module, however pum63 and pos112 errors were found in the logfiles along with pum71. It led to a supply pressure error on two different modules. After the pum63 is triggered, the cartridge clamps and awaits priming. Based on investigation results, it was determined that the reported complaint is attributable to an external supply pressure fluctuation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (pu-error-*). Since 2022 more than 100.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during surgery that pum71 error occurred despite replacing the cartridge twice and restarting the eva system. The wall air connection was correctly set. No report that actual patient/user harm occurred. However, due to the reported event surgery was delayed.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery that pum71 error occurred despite replacing the cartridge twice and restarting the eva system. The wall air connection was correctly set. No report that actual patient / user harm occurred. However, due to the reported event surgery was delayed.